Event description:
Edwards learned of a mitral bioprosthetic valve that required valve in valve intervention after an implant duration of nine (9) years, two (2) months due to mitral stenosis secondary to two fused leaflets. The patient was implanted with a 29mm transcatheter valve within the existing valve. The patient was reported in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.